Manufacturer narrative:
The customer's reported complaint of autopulse platform (sn (B)(4)) platform stopped compressions and displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2) error messages were confirmed during archive review but not during functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. Visual inspection was performed and found missing shoulder screw to the load plate, thus confirming the customer complaint. The missing screw was replaced to address the issue. Review of the archive data indicated multiple error messages (ua) 02 and (ua) 07 on the customer reported event date. Advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. Advisory (ua) 07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Load cell characterization test was performed and it indicated that both of the load cells are within specifications. The platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250-pound patient for 10 minutes and passed all functional testing criteria and met all required specifications. Performed brake gap check was within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) was used on an (B)(6) male patient. Upon deployment, the autopulse platform displayed error message user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2), the user was unable to clear the error messages. The use of the autopulse was discontinued and manual CPR was performed for about 3-5 minutes, however, do-not-resuscitate (dnr) order was presented by the patient's family member. The manual CPR was discontinued and the patient was pronounced deceased. The customer does not attribute the patient's death to the autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Autopulse did not provide compressions, and did not cause or contribute to the patient's death.

Event description:
During the call, the autopulse platform (sn (B)(4)) was used on an (B)(6) male patient. Upon deployment, the autopulse platform displayed error message user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2), the user was unable to clear the error messages. The use of the autopulse was discontinued and manual CPR was performed for about 3-5 minutes, however, do-not-resuscitate (dnr) order was presented by the patient's family member. The manual CPR was discontinued and the patient was pronounced deceased. The customer does not attribute the patient's death to the use of the autopulse platform. In addition, autopulse platform was checked after the call and customer noted a damaged screw on the bottom cover of the platform.